Event description:
Boston scientific received information that during a device upgrade procedure a popping sound was emitted from the device when delivering a shock during defibrillation threshold (dft) testing. The programmer then displayed a short circuit code of 1004. Visually inspection of the outside of the device did not show any darkened areas on the device. The shock given had been a stat shock and was delivered when the patient went into a slow ventricular tachycardia below the zones of detection. The pocket had been left open at the time of shock delivery. Boston scientific technical services (ts) was consulted and noted that there could be a lead integrity issue, however if the pocket was not entirely closed, and part of the device was exposed to air a full connection to the device may not have occurred possibly creating the short circuit. The code was then cleared and the system was evaluated. The field representative reported all lead measurements were within normal limits. The shock impedance measurements were 62 ohms. Ts recommended doing a command shock with the device in the pocket and closed. This was done; a 1.1 joule shock was preformed and an extended charge time of greater than 45 seconds was displayed. Device replacement was performed. A new device was implanted and all lead measurements were within normal limits. A 1.1 joule commanded shock was performed on the new device without any fault codes noted. Dft testing was also performed and the device detected and delivered a 31 joule shock which successfully converted the arrhythmia. The new device and chronic lead remain implanted. Additional information was received that the patient expired (B)(6) days following the implant of the replacement device, due to a bowel obstruction which was not device/lead related.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified an arc mark on the device case. Review of device memory found a shorted lead fault (fault code 1004) was recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the second high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.